Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was reprogrammed for high impedance and high threshold. Approximately one month later, the rv lead triggered an alert for high/undefined pacing impedance after exhibiting slowly rising pacing impedance. A connection issue between the rv lead and implantable cardioverter defibrillator (ICD) was suspected. A rv lead revision to reinsert the lead is planned; but has not yet occurred. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.